Manufacturer narrative:
(B)(4). Final device analysis of the extension (lot # nkc015281n) and the first anchor revealed no anomaly found. Final device analysis of the lead (lot # unk) revealed no significant anomalies. The lead was ok, but there were multiple cosmetic cuts in the molded rubber strain relief on the distal end of the lead, and multiple cosmetic melted spots in the outer insulation. Both the cuts and melted spots were felt to be suspected explant damage. The lead was tested with the extension and continuity was acceptable on all circuits. Final device analysis of the second anchor revealed no significant anomalies. The anchor had been cut to a custom length by the customer.

Event description:
It was reported the pt's lead was replaced due to uncomfortable stimulation in the rectum. It was reported by the pt's health care provider (hcp) that the pt did well post-implant, but over time required higher voltage. The increased voltage "caused uncomfortable rectal stimulation." The pt's lead was replaced. After replacement surgery, the pt again received good stimulation without rectal stimulation. The pt outcome was reported as "non-serious injury/illness." The date of the surgery was not reported.